Event description:
On july, 29, 1994 distributor was informed of a pt death involving a glidecath. A thrombolytic procedure utilizing an infusion wire and a glidecath was undertaken. A right axillary approach complicated this procedure since no femoral access was available. The glidecath was tracked to the iliac artery and urokinase infusion continued over night. Frequent progress discontinue thrombolytic theraaapy. The pt was awake and alert on arrival to radiology suite. The infusion wire was removed and contrast injected into the glidecath. Partial dissolution of the clot was noted. The physician believed this result to be the maximum achevable result for this pt and decided to discontinue urokinase at that time.upon injectionof contrast the pt complained of leg pain. The physiciaan medicaated the pt for pain and sshe fell asleep. The tech proceeded to remove the glidecath and held axillaary pressure until hemostatis was acheived. The physician felt the pt should have awakened from the sedation and attempted to arouse. She did not awaken. Her vital signs were taken and they were stable.the pt was transferred back to the ICU for observation. Later that night the pt wnet into respiratory arrest and was placed on life support. The next day the family decided to discontinue life support measures and she expired.no cause of death was determined. However the physician believes the pt suffered a cerebral vascular accident caused by disruption of clot upon removal of catheter in place.no product is being returned for evaluation.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: no. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.